Event description:
The patient contacted lfs (B)(4) alleging an error 2 message on their verio meter. The patient denied exhibiting any symptoms due to the alleged issue. The technique of applying blood on the test strip was correct. The alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported since the alleged error 2 message was not resolved.

Manufacturer narrative:
Product was replaced and requested back for investigtaion.